Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: although the sample was not returned for evaluation, two electronic photos were provided for review. Puncture access and multiple splits were noted on port septum. Therefore, the investigation is confirmed for the identified material splits. However, the investigation is inconclusive for the reported block connection, flushing difficulty issue as evidence provided is not sufficient to confirm the issue and the investigation is unconfirmed for material integrity issue as we identified material splits on the port septum. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a port placement in the right chest wall via right internal jugular vein, it was allegedly difficult to insert the puncture septum vertically and was unable to administer the infusion. Reportedly, the port was later removed and found that the septum was severely damaged. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the sample was not returned for evaluation, two electronic photos were provided for review. Puncture access and multiple splits were noted on port septum. Therefore, the investigation is confirmed for the identified material splits. However, the investigation is inconclusive for the reported block connection, flushing difficulty, suction issue and material puncture issue as evidence provided is not sufficient to confirm the issue and the investigation is unconfirm for material integrity issue as we identified material splits on the port septum. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure in the right internal jugular vein, it was allegedly difficult to insert the puncture septum vertically and was unable to administer the infusion and suction. Reportedly the silicone diaphragm on the device became ulcerated. The port was later removed and found that the septum was severely damaged. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a port placement in the right chest wall via right internal jugular vein, it was allegedly difficult to insert the puncture septum vertically and was unable to administer the infusion. Reportedly, the port was later removed and found that the septum was severely damaged. There was no reported patient injury.